Event description:
It was reported that the patient had two stimulation systems, one for the upper (right one) and the other for the lower body. The patient noted the ¿top one stopped working.¿ the patient stated it was set to ¿five something¿ but from the waist up she was ¿not feeling anything anymore.¿ it was noted that there was a loss of therapeutic effect and no stimulation sensation. It was noted that the symptoms reported had a sudden onset. There was no known accident or incident related to this complaint. The patient stated that she discontinued pain meds ¿about¿ one year prior to report and she was in a lot of pain in the upper part of her body described as shoulders. It was noted that after checking a second time the upper system was turned off. The patient was on program one and switched to program two and stated that stimulation started working. After a minute the patient stated it was too high and she had to decrease to a more comfortable level. It was noted that the issue was resolved. The patient also mentioned that she had a surgery because the ¿plate in her neck went bad.¿ the patient noted ¿that was when she became scared and requested nonrechargable systems.¿ additional information was requested but was not available at the date of this report. Refer to manufacturer report # 3004209178-2012-09875.

Manufacturer narrative:
Concomitant medical products: product ID 37702, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3986a, lot# n339618, implanted: (B)(6) 2012, product type: lead; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).